Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shock therapy while typing. During subsequent follow up, noise was reproducible during maneuvers. The system rate cut off was increased and the vector selection changed to secondary. Boston scientifics technical services (ts) was contacted for add'l recommendations. Ts agreed with reprogramming changes applied by the physician however stated the noise did appear to be related to muscle stimulation when the left pectoral muscle was active. The physician indicated that electrode positioning and the pts physique, maybe a factor. Ts stated it was unlikely that the programming changes alone, would mitigate the issue. Additionally, the field rep confirmed the pt had no other implanted system and was doing nothing abnormal during the inappropriate therapy. The pt has been released for normal follow up and no add'l adverse effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.